Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue (female connector) and the light blue (main body) of a peritoneal dialysis (pd) transfer set. This was observed after flushing the device for pd therapy, when the syringe was being disconnected. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.